Event description:
(B)(6) result for (B)(6) were obtained on an advia centaur xp instrument. The quality control (qc) was in range in the beginning of the working day. At the end the day qc was out of range. The samples were rerun on another instrument in the same laboratory and corrected results were reported out. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the (B)(6) result were two broken fittings at the waste reservoir. The fse replaced the fittings. The instrument is performing within specifications. Further evaluation of the device is not required.